Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se, using a 6fr sheath, after an unspecified procedure. Reportedly, heavy resistance was felt while advancing the thumb advancer. In accordance with the instructions for use, the safety release mechanism was used to successfully facilitate device removal. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on visual and functional analysis of the returned device, the reported failure to deploy the clip appears to be related to operational context. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The instructions for use (IFU) states: perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4): improper or incorrect procedure or method, failure to follow steps/instructions. Per instructions for use: under closure procedure - perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.